Manufacturer narrative:
(B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(6).

Event description:
It was reported in a journal article that harris hip score was poor in 2 patients. No further information is available.